Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The investigation of the pod data found that it was deactivated after the second prime. The needle mechanism assembly showed no damage or deficiencies that would contribute to early deployment. Though no issues were observed, it could not be determined when the needle mechanism was deployed. Therefore, the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s911usqs6dyg5. Hardware: sm-s911u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated while activating a new pod, the seal cap was removed, and the cannula was already deployed, indicating a needle mechanism failure. A new pod was then activated.